Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the physician is satisfied with the outcome of the case. There is no more information available for this case.

Manufacturer narrative:
Film evaluation results are the reported contralateral gate failed to expand after deployment leading to cannulation difficulties could not be confirmed from the films provided. Pre-implant anatomy information were not provided. CT's during implant were not available for review and comparison. The exact cause of the reported contralateral gate failed to expand after deployment leading to cannulation difficulties could not be conclusively determined from the films provided. The complete anatomy information and stent graft in-vivo configuration could not be assessed. The endoleak seen during implant was most likely a type IV endoleak that may have been caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure the contralateral limb of the endurant iis bifurcate stent graft did not open and had to be dilated. The delivery system of the contralateral limb extension was then able to be inserted. At the end of the procedure a type IV endoleak was observed. Per the physician the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.